Event description:
Procedure type: inguinal hernia repair. According to the reporter: after 5 pumps, the balloon "popped". It could not be reported if the balloon broke in pieces and if so, if all the pieces were retrieved. Opened a new device to complete the case. The operating time and incision were not extended as a result. A new instrument was used to complete procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 05/15/2009.